Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00036 on 05-feb-2021. Additional information (05-mar-2021): the siemens headquarter support center (hsc) investigator reviewed the quality control (qc) data, and it was within the acceptable range. Siemens verified that no other samples were affected. Siemens reviewed the sample and reagent trace files, and the aspirations were successful. Siemens concluded that the potential cause for the falsely elevated high-sensitivity troponin I (tnih) result on one patient sample is unknown and cannot rule out preanalytical variables or sample-specific issues as a potential contributing factor. The analyzer is working as expected and requires no further evaluation. Section h6 (investigation findings and investigation conclusions) is updated with new codes.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens is investigating the issue.

Event description:
The customer obtained a discordant falsely elevated high-sensitivity troponin I (tnih) result on one patient sample on an atellica im 1300 analyzer. The falsely elevated result was reported to the physician(s). The customer obtained a new sample from the patient to perform repeat testing on the same analyzer. The customer noted the repeat results were lower than the discordant and issued a corrected report. The customer informs that the result of <2.51 pg/ml was reported and considered correct with the patient's state of health. There are no reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.